Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-06-013 from a consumer reporting that it still did not complete the charge but it still worked. No steps were taken. Patient weight was approximately (B)(6) lbs. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that recharging normally took them one hour, but it was recently taking them two and a half hours to recharge and it still wasn't fully charged. The patient stated that they were unsure if the settings were different now than in the past. Considerations were reviewed including checking the recharging statistics. The patient also confirmed that good coupling was maintained. The patient mentioned that they turned their implant off at night and back on in the morning. The patient stated the they sometimes had trouble turning it back on, but clarified that they repositioned the antenna to resolve this issue. It was reported that the event occurred on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.